Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a high readings issue with his adc freestyle libre sensor. Customer obtained a sensor scan result of 80 mg/dl and experienced unspecified symptoms of hypoglycemia and lost consciousness. Emergency personnel were called and upon their arrival, a reading of 'lo' (reading less than 39 mg/dl) was obtained on their device. Customer was treated with oral glucose and no further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation of the reader will be required. Dhrs (device history review) for the fs libre sensor and libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. (Device mfg date) was omitted from the initial MDR 30 day report. Device mfg date has been updated.

Event description:
Customer reported a high readings issue with his adc freestyle libre sensor. Customer obtained a sensor scan result of 80 mg/dl and experienced unspecified symptoms of hypoglycemia and lost consciousness. Emergency personnel were called and upon their arrival, a reading of 'lo' (reading less than 39 mg/dl) was obtained on their device. Customer was treated with oral glucose and no further treatment was required. There was no report of death or permanent injury associated with this event.